Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers were ramping or scroll bar moving with no input was noted. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer stated that the escape button does not take her to the status screen. The customer stated that the act button does not navigate to the main menu. The customer stated that she is unable to scroll through the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.